Event description:
It was reported that the system was unable to calibrate. Patient was on the table and delays were incurred, but no adverse patient involvement was reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It was found that the monitor colors were wrong. Replaced parts. The system was tested and found to be working as intended and placed back into service